Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction of the bowel? What color reload? Proximal. Blue. On what tissue type was the device used? Oesophagus. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Purse string clip. Was the spike of the trocar inserted through bowel lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch. When the device was fired, what was the location of the indicator within the gap setting scale? Green gap. Was buttressing material utilized? If so, which product? Yes. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Is there any other additional information you would like to share about this device, procedure, patient or physician? Because the patient had (B)(6), the sample was discarded. What were the indications for surgery? What was found? Oesophagus cancer. Does the patient have any relevant history of surgical treatments? If so, what? Yes. Unknown. What are the patients age and sex? Female, (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes. (B)(6). Was there a recent conversion to ees devices in this account or with this surgeon? No. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.